Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2022-08378. Related manufacturer report number: 2017865-2022-08380. A patient's pacemaker (pm), right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: h6 previously did not report the investigation codes, this report is to include the codes in h6.